Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Logs and archive were reviewed and unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the register task and caused no delay to the surgery. It was reported that the site experienced a low performance dialog briefly when performing registration. The issue was resolved, the surgery was completed with navigation and there was no impact on patient outcome.